Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no obstruction or flash and no functional anomalies were noted. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
Implanted date: unknown due to the unknown date of event. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the locate the artery step in the angio-seal deployment, the doctor did not see any blood come out of the drip hole of the arteriotomy locator. After several attempts, he decided to open a new angio-seal package. He was able to successfully locate the artery and deploy the device with the supplies in new angio-seal package. There was no patient injury/medical or surgical intervention required. The patient condition was well, and the procedure outcome was successful. There were no other devices or equipment used with the reported product. Additional information was received on 31mar2021. The type of procedure being performed was a leg angio using a 6fr procedural sheath. A pre deployment angiogram was performed.